Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat mildly tortuous, mildly calcified, 80% stenosed de novo lesion in the mid left main coronary artery. A 5.0x12 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance and 5 inflations were performed ranging from 12-18 atmosphere. There was strong resistance felt with an unspecified guide wire during retrieval of the completely deflated balloon. The bdc was removed from the patient anatomy independently. A new nc trek was used to successfully complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.